Manufacturer narrative:
Product grid updated suspect from mp9229 to ext tubing.

Event description:
It was reported that extension sets came apart. The customer stated that the 7" sets broke apart while being used by a different nurse while in the field seeing a patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that extension sets came apart. The customer stated that the 7" sets broke apart while being used by a different nurse while in the field seeing a patient.